Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient was treated for thromboendarterectomy of the right femoral junction and endovascular angioplasty of upstream and downstream. During the closure of the arterectomy using a patch and hemisurjets of prolene 6-0, a loosening of the needle wire (and not a breakage of the needle) was observed. No consequences, delay in intervention. Repetitive incident on several wires belonging to the same lot number. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did this issue contribute to any patient adverse event? ¿ how many devices demonstrated the alleged deficiency? ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.